Event description:
Co rec'd info that the ICD and chonic lead sys was oversensing. An invasive procedure was preformed and a lead abrasion was noted. Both co's leads were capped and replaced. No further problems have been reported.